Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their ins was replaced in (B)(6) 2019. Patient inquired about giving old equipment to rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patients ins stopped working and battery was depleted. The patient stated he had problems in the past and then it started working again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had an elective replacement indicator on the device for the past 2-3 months. The patient stated that for the past 2-3 months the implant was not charging right and seem to be depleting in charge faster. The patient wanted to schedule an appointment with a manufacturer representative. The indications for use were failed back surgery syndrome and radicular pain syndrome (radiculopathies). No patient symptoms reported.